Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had repeated failures and required maintenance. Several recovery attempts were performed, but the issue persisted, and the unit required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and required maintenance. A field service engineer found that the auxiliary 1 enhanced full height drawer 7 was stuck. The fse replaced both the slides, as the bearing cage had come off from the back. The customer tested the drawer afterward and reported no issues. The system functioned as intended after the field service engineer repaired the device.